Manufacturer narrative:
Complaint (B)(4). The date of the event could not be obtained from the customer. No samples were received for evaluation. No customer pictures were received. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
Customer states tubes are underfilling.